Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen bearing catalog # unknown lot # unknown, nexgen femoral catalog # unknown lot # unknown, nexgen tibial tray catalog # unknown lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is against hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01300. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee arthroplasty and twenty years after the procedure the patient was revised due to pain and catching. The articular surface and patella were removed and replaced.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent initial knee arthroplasty and was revised for pain and catching. Nexgen cr articular surface implant and patella were removed and replaced. The surgeon identified early narrowing of the lateral compartment and suspects wear of the articular surface after 17 years in-vivo. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.